Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the head (jaws/cups) bent on one side and the device became lodged in the biopsy port. It was reported that resistance was felt while inserting and removing the device through the scope. No biopsy samples had been collected with this device. Reportedly, the device was no inspected/tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the head (jaws/cups) bent on one side and the device became lodged in the biopsy port. It was reported that resistance was felt while inserting and removing the device through the scope. No biopsy samples had been collected with this device. Reportedly the device was no inspected/tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that one jaw was bent and the coil was elongated. Functionally, the returned unit was not tested due to the sample return condition. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was consistent with the complaint that the jaw/cup was bent. Furthermore, it was noted that the coil was elongated which would confirm the reported resistance while inserting and removing the device through the scope. During assembly each device undergoes numerous inspections and testing that ensures that the jaws have the proper shape and outside diameter. Therefore, the most probable root cause could not be determined as it is not known when the observed damage occurred. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)